Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that the reason the ipg was replaced was due to an upgrade for MRI conditionality. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.